Event description:
The eea stapler misfired, the surgeon felt proper firing but the device would not release from the tissue. Some fired staples remained straight. Surgery time was extended. Tissue was eventually released from stapler.